Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that wire was kinking, affects the process of placing PICC. No other information was provided.

Event description:
It was reported that wire was kinking, affects the process of placing PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bend in the stylet is confirmed, but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue catheter basic kit was returned for evaluation. An initial visual observation revealed the kit was returned opened. No obvious use residues were observed throughout the returned kit contents. During an analysis of the returned groshong catheter with its inlaid stylet, nothing remarkable was found during an initial visual observation. No sharp bends were observed along the catheter or stylet during an initial visual observation. The stylet was carefully removed from the catheter. A slight curve was observed along the proximal end of the stylet. Because a slight curve could be found along the proximal end of the stylet, the complaint of a bend in the stylet causing difficult insertion is confirmed. A root cause could not be determined because the kit was returned opened. This complaint will be recorded for future trending and monitoring purposes.